Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that it was still not turning off and he had not yet gone to the healthcare provider (hcp). The patient reported that when he had the x-rays, the hcp told he that they would contact the manufacturer to schedule a device check, but he hadn¿t received any updates regarding an appointment. The patient clarified that the reason for the x-rays was to check placement of wires ¿ no issues. The patient reported that he was told that the placement of the wires looked fine. The patient reported that the stimulation sensation had not been resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that when he turned off stimulation it seemed like it did not go off. The patient stated he had an x-ray that was unrelated to the stimulator and he started to feel that stimulation would not turn off after the x-ray was done. The patient mentioned he was going to continue to work with his doctor and was going to meet with a representative to check the implant. The indication for use was failed back surgery syndrome.